Event description:
It was reported via phone call that the reservoir had air bubbles in it. The customer states she noticed air bubbles in the reservoir. Customer states they were the size of the bubbles and replied they were small ones. Troubleshooting was performed and advised to run a five unit prime until the air bubbles are out of the set. The customer was suggested to change sets, but customer declined. The customer blood glucose level at the time of the even was 274 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.